Manufacturer narrative:
Investigation is ongoing. The lens remains implanted in the pt. However, the visual inspection of the cartridge sfc-25fp, lot# 1189825 had evidence of surgical residue and the tip was damaged. The injector, msi-pf, lot# unk, had no visible damage. The foam tip plunger, lot# 1189669 also had no visible damage.

Event description:
The surgeon implanted a collamer lens model cc4204bf and noted the trailing haptic was torn. It was indicated that the surgeon decided to leave the lens implanted and there was no pt injury. An msi-pf injector, lot number unk, an sfc-25 fp cartridge, lot number 1189825, and a foam tip plunger, lot number 1189669 were used during surgery.